Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient with this device went in for a hearing aid test where the doctor put a system on the patients thorax. The patient started to feel bad during the test. The patient went in and had a pacemaker check where it was noticed that the thresholds had risen. The device remains implanted at this time. The implant date was not provided.